Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaking from their fresenius safe lock apd luer lock connector during their (B)(6) 2018 treatment. The leak was noticed approximately half way through their nightly pd treatment. Upon follow up, it was learned that the patient opted to cancel their treatment that night, and it was confirmed the patient did not develop any symptoms, adverse events, injuries, or require any medical intervention as a result of the reported event. It was confirmed the patient had resumed their normal pd treatments without issue. It was confirmed the device was discarded and was not available for return.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.